Manufacturer narrative:
A facility reported that four facility personnel were exposed to medivators rapicide high level disinfectant (hld) when an operator inadvertently spilled the hld while filling the reservoir in their dsd-201 automated endoscope reprocessor (aer). It was reported that one of the personnel experienced dizziness, throat irritation and a cough. Medivators ra followed up with the facility and it was reported that a technician did not turn off the machine while refilling one of the reservoirs, causing about a gallon of rapicide hld to spill on the floor. The facility reported that the personnel exposed to rapicide hld were not wearing any personal protective equipment (ppe) at the time of the spill and they did not put on ppe until cleaning up the spill. The facility reported that one operator experienced exposure symptoms including dizziness, throat irritation and a cough. They were sent to the ER for additional medical attention. The facility reported that the individual's exposure symptoms went away after getting some fresh air. Other facility personnel were not reported to have experienced any exposure symptoms. The dsd-201 user manual, rapicide hld IFU and safety data sheet (sds) instruct users to wear protective gloves/eye/face protection while handling rapicide hld. The dsd-201 user manual also specifies that the disinfectant reservoir capacity is 15 liters. Anything more than 15 liters will cause an overflow. The facility takes full responsibility of the incident, citing off label use and lack of training. The facility reported that they are updating their processes and are open to onsite training. Medivators ra provided the facility with the rapicide hld sds and contact information to schedule additional onsite training. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
A facility reported that four facility personnel were exposed to medivators rapicide high level disinfectant (hld) when an operator inadvertently spilled the hld while filling the reservoir in their dsd-201 automated endoscope reprocessor (aer). It was reported that one of the personnel experienced dizziness, throat irritation and a cough.